Manufacturer narrative:
Conclusion and justification status for MDR: examination of the submitted device confirmed fracture as a result of low stress high cycle fatigue initiation and propagation. No material defects were observed that could have contributed to fracture initiation and/or propagation to failure. Review of the device history records did not reveal any manufacturing deviations or anomalies. A worldwide complaint database search found no other reported incidents against the provided product/lot combination since its release for distribution. The investigation could not draw any conclusions about the root cause of the low stress high cycle fatigue initiation and propagation with the information provided. The patient is obese, and it is known that obesity imposes loading on the affected extremity significantly increasing wear and can cause early failure. No evidence was found indicating product error was a contributing factor to the event and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update rec'd 01/06/2016 - clinical der received. Patient was revised to address a broken bolt. There is no new additional information that would affect the investigation.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address a bolt that had sheared off at the adapter junction and a broken femoral adapter. Update rec'd 10/30/2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, prior to revision the patient was experiencing pain. At this time the adapter and bolt are being reported. The complaint was updated on: 11/17/2015.